Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient was scheduled for an MRI due to shoulder pain that began about 2 months ago in (B)(6) 2016; this was considered a sudden change in therapy/symptoms. It was noted that the patient did not know whether the reason for the MRI was related the device/therapy. When reaching back for something, the patient felt a tear. The consumer also reported that his shoulder was not getting any better. The patient's indications for use included failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.